Manufacturer narrative:
The manufacturer requested the device for investigation. No power cord was returned for investigation. The patient was not using the device at the time of the alleged event. The photos submitted by the distributor to the investigation lab suggest the root cause was likely that the power cord was exposed to forces beyond its intended design (ie. Pinched) which caused a tear in the power cord sheath, exposing the wires. There were no exposed bare conductors. The investigator does not confirm evidence of thermal damage from the photos. There was no patient harm or injury. Product labeling warns the user to periodically inspect the power cord for signs of wear and damage and to replace the power cord if necessary. The manufacturer concludes there is no further action required at this time. There was no patient harm or injury. If the power cord would be returned, or additional information received, a follow up report will be submitted.

Event description:
The manufacturer became aware of an allegation of thermal damage/burn occurring to the ac power cord of a continuous positive airway pressure (CPAP) device. There is exposed wires at the melted area on the ac cord. Further details on how the damage occurred is unknown. There was no patient harm or injury reported. The date of the event is unknown. The manufacturer requested the return of the power cord for evaluation. The manufacturer's investigation is on-going. Upon completion of the investigation, a follow up report will be filed.